Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-04594-00 for details pertinent to this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device did not heat the recirculating fluid above 35 degrees. When the unit was first turned on, the display read 41 degrees then drop to 30. After running for 30 minutes or more, it did not display any temperature higher than 30. Tested the temperature of the circulating fluid and it is said to be at 32 degrees. When the over temperature alarm was tested, it triggered immediately and was not at the 43 degree mark as indicated by the manual. There were unknown patient harm or adverse events reported as a result of the event.